Event description:
Healthcare professional reported a patient was injected with juvéderm vista volux in the nose (root, dorsum, tip). At least 0.4ccs went into the tip and 0.3ccs into the dorsum. Patient experienced pain and then the next day decided the consult the injector. The injector decided to observe patient, but pain would not subside so the following day it was diagnosed as an embolism and hyaluronidase was started. Hyaluronidase was also given to patient 2 days later. Event is ongoing.

Manufacturer narrative:
Clarification to a2: age provided as patient is in their "40s." Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.